Event description:
Pt reported to the pharmacy with a surestep bg machine and surestep strips. Pt could not get blood sugar reading to go up from 49-60 after eating many carbohydrates. Pharmacy performed a control solution test which was out of range. Then gave her a new box of strips and the test was performed correctly.